Event description:
The analyzer produced biased results for beta-human chorionic gonadotropin on three pt samples and on three quality control samples. The analyzer also produced data invalid error codes. The investigation determined that the scenario is consistent with depletion of signal reagent during operation of the analyzer which could cause false negative ckmb, beta-human chorionic gonadotropin and troponin I results to be produced. There was no report of pt harm as a result of this occurrence.